Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 70 ncm of primary stability was achieved, the patient presented bone type I and immediate implant procedure occurred.